Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown it was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. The reporter decline declined to provide additional information.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was treated with ceftazidime (1g) and vancomycin (1g, every 5th day) on the same day as the event onset for peritonitis. At the time of the report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.